Event description:
It was reported via a trial that after the implantation of a 6.5 x 12 rx herculink elite stent in the right common carotid artery, the emboshield nav6 recovery catheter was unable to be advanced past the stent. The emboshield nav6 was removed from the patient anatomy without the recovery catheter. There were no reported adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). (Improper removal). There are several possible causes for difficulty advancing the retrieval catheter, including, but not limited to, damage to the delivery catheter, challenging anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. Based on the reported information, it appears that the difficulty advancing the retrieval catheter is due to interaction with the newly placed stent. It may be possible that the stent was not fully apposed to the vessel wall or implanted in an angled segment of the artery resulting in interaction between the retrieval catheter and the stent during advancement. It was reported that the emboshield nav6 was removed from the patient anatomy without the recovery catheter. It should be noted that the product instruction for use states: if the filtration element moves into the stented segment prior to retrieval; do not retrieve within the stent. Advance the rx retrieval catheter so that its tip opposes the proximal portion of the filtration element and gently push the filtration element distally until it is situated in an unstented portion of vessel. Retrieval can then proceed. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no incidents reported for this lot. Without having the product for evaluation, a conclusive cause for the reported difficulty retrieving the filtration element could not be determined. However, there is no indication of a product quality deficiency.